Event description:
The customer reported that following a diagnostic catheterization in 2000 a vasoseal es was deployed. During deployment the physician left the sheath in place and removed the temporary arteriotomy locator without first retracting the j segment. Two collagen plugs were deployed and hemostasis was achieved. When the locator was removed, the j segment was not visible. The pt was later brought back to the cardiac cath lab and fluoroscopy was used to visualize the groin. The j segment was observed in the tissue tract and an ultrasound was performed later to confirm the location of the j segment. It was decided that the j segment would be left in the groin. The pt remained stable and was discharged from the hosp. No further complications were reported.